Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that an accolade trident revision was necessary due to trunnion wear "trunnion had completely worn away and head was loose as a result. Large metallosis present due to metal on metal wear. It was a trident shell and the shell was not revised".